Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved in the reported event and performed testing. Failure analysis was not able to confirm or replicate the reported issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests, and then displayed the message, "instrument is expired remove instrument". The instrument's lives were expired according to life indicator turning red, also according to the in-house system, and error logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that the fenestrated bipolar forceps instrument¿s wire had been broken. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was not inspected prior to use. It was a training instrument for that reason it was only used in training center for the training. It was unknown if the instrument collided with any other instrument or tool during the procedure. In addition, there were not any issues related to opening/closing of the grips. Some surgeons mentioned that there were issues related to left/right (yaw) motion of the grips. There were not any issues related to up/down (pitch) motion of the wrist. One cable was visibly protruding from the distal end of the instrument. The protruding cable(s) was not one(s) that controls opening/closing of the jaws or that controls up/down motion of the wrist.